Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. "When clip was placed on cystic artery, the clip cut the artery and caused bleeding. This was the same clip applier lot number that the same surgeon had an issue with on (B)(6) 2018 where the clips were sliding off the vessels and not firing properly. I had the surgeon use another clip from a different lot number and he thought this clip applier worked to perfection, and how a clip should work." Additional information was received via email from account manager on 12jul2018. "When the surgeon introduced the clip applier into the peritoneal cavity and had the clip applier jaws around the cystic artery, he went to fire the clip, and it looked like it fully occluded the cystic artery but then it started squirting blood. The surgeon attributed this incident to the clip "cutting" the cystic artery. To resolve the bleeding, the surgeon took another one of our clip appliers from a different lot number and fired the clip on the cystic artery where it was bleeding, successfully occluding the vessel and stopping the bleeder." No patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with four representative sterile units. Functional testing was performed on the event unit, and visual inspection was performed on the representative units. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.